Event description:
The customer reported the device fails the operational check. There was no reported patient involvement and/or patient impact.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse). The reported symptom was confirmed. The therapy connector, therapy cable, power pca and ibp/temp board were replaced. The device then passed all testing and remains at the customer site for use. Philips was unable to determine the cause of the reported symptoms as multiple parts were replaced.